Manufacturer narrative:
(B)(4). The returned ultratome xl was analyzed, and a visual evaluation noted that cutting wire was detached and blackened. Additionally, during magnification inspection the cut surface of the cutting wire was not smooth. No other visual damage was noted. The reported event of cutting wire broke was confirmed. The failure found could had been generated if the device was not completely in contact with the tissue during energization or if voltage exceed the maximum voltage rating. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in then papilla during an endoscopic sphincterotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the device was energized, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.